Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that poly would not snap into tray. Surgeon opened two size 4-8 poly and two size 4 trays and both poly would not snap into to the tray that was implanted and the extra tray. Doe: (B)(6), 2025 affected side: left knee.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that poly would not snap into tray. Surgeon opened two size 4-8 poly and two size 4 trays and both poly would not snap into to the tray that was implanted and the extra tray. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the sigma stab gvf ins 4 8mm had one of the locking tabs partially delaminated. Additionally small deformations can be found on the surface of the device most likely caused by the implantation attempts. The observed damage can be consistent with a component failure caused by excessive forces applied over material, like assembling the device in an off axis position during surgical process. However a definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device product code: 158124008 lot number: d24041016 , and no non-conformances or manufacturing irregularities were identified. The mating tibial tray component was returned, however, the tray was partially assembled with another insert. Therefore, a functional test could not be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sigma stab gvf ins 4 8mm would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product code: 158124008 lot number: d24041016, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d10. Corrected: h3.